Manufacturer narrative:
This lighting system was installed in 1997 in this o.r. No detailed eval could be performed after the incident due to customer holding all items pending their investigation. However, our service personnel performed initial visual inspection of the mounting hardware and found the bolts to be sheared off. The root cause can not be determined at this time. Our service personnel examined other ceiling light assemblies of similar configurations within this hosp and no further abnormalities were found.